Manufacturer narrative:
Follow-up # 1 ¿ (08/13/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter read inaccurately erratic when performing consecutive blood glucose tests. This complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at 12:43pm the patient obtained blood glucose readings of ¿58 and 248 mg/dl¿ with the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results exceeds the expected value of less than or equal to 20%. The patient is on insulin pump therapy. The reporter claimed that the patient had food and/or drink at 1pm that afternoon; approximately 20 minutes after obtaining inaccurate erratic results. The reporter denied that the patient developed symptoms. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical treatment for either of these conditions after obtaining the alleged inaccurate results. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria.